Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. Concomitant medical products: part #: 00801804002, femoral head, lot #: 63172287. Part #: 00630506040, liner, lot #: 62863786. Part #: unk, unk cup, lot #: unk. Device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2020 -00168.

Event description:
It was reported patient underwent hip revision surgery due to pain. Surgeon did note metal issues. Attempts have been made and additional information on the reported event is unavailable at this time.